Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the display. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked display window, cracked case at display window corner and a cracked reservoir tube lip. No crack was noted on the display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.